Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. Device evaluation: a correlation between the returned pump and the reported driveline infection could not be conclusively determined. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The device passed functional testing without issue. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that drainage and redness was observed around the driveline exit site. The patient was treated with antibiotics. On (B)(6) 2016, the patient presented to the emergency department (ed) and was further treated with antibiotics, and a surgical debridement was performed with a wound vacuum assisted closure (vac) device placed. The patient was discharged to home post-procedure. On an unspecified date, the patient reported to the ed and was found to have another "ulcer/ pocket" of infection in the abdomen near the driveline. Blood cultures were negative; however, a significant number of white blood cells were observed in the pocket. Another surgical debridement was performed and it was found that the infection had "tunneled" to the driveline. A wound vac was placed after the surgical procedure. The patient was subsequently listed as a status 1a on the heart transplant list by exception due to persistent driveline infection. An ideal donor heart became available and the patient was successfully transplanted on (B)(6) 2016.